Manufacturer narrative:
The approximate age of the device was 34 months. The pt later expired on (B)(6) 2014 (reference MFR #0002916596-2014-01795) and the pump was not explanted. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt experienced a spontaneous subdural hematoma, but did not require any surgery. He was discharged home on (B)(6) 2014, on uv milrinone, home pt and hemodialysis.